Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400, 14421-aw rev h 01/16. Using the personal diabetes manager 6 / page 68 - 69: low reservoir: alerts you when insulin in the pod reaches a certain level, so you can plan ahead to change the pod. Choose a level from 10 to 50 units, in 5-unit increments. The default setting is 10 units. Warning: the low reservoir alert will escalate to an empty reservoir hazard alarm when insulin is depleted. Be sure to respond to the alert when it occurs. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose reached 307 mg/dl which resulted in medical intervention and a diagnosis of diabetic ketoacidosis. Patient had received an alert at 1:00am, via personal diabetes manager (pdm), that their pod's reservoir was low on insulin. Patient deactivated the pod and went back to sleep. At 5:00am, patient woke up and activated a new pod, vomited, and was taken to the emergency room where she was officially diagnosed. Treatment included intravenous deliver of fluids and zofran for nausea. The pod was discarded prior to this report, therefore, unavailable for return.